Manufacturer narrative:
Johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on october 3, 2018. This is one of two follow-up medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2019-00062 . The same patient is represented in each medwatch. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age at time of event, weight, ethnicity and race was not provided for reporting. This report is for one (1) bab clear spots 50s USA 381370047087, (B)(4). Lot # is 2768b. UDI # is (B)(4), expiration date= na, lot number = 2768b. Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products and therapy dates: drug: lyrica; unknown dosage, drug: tizanidine; unknown dosage, drug: tramadol; unknown dosage; to treat fibromyalgia, drug: vitamin b and d; unknown dosage, drug: omega 3; unknown dosage, drug: magnesium multi vitamins; unknown dosage, drug: unknown high blood pressure medication; unknown dosage, drug: phentermine; unknown dosage; for weight loss, drug: unknown antidepressant; unknown dosage, drug: cymbalta benlafaxine; unknown dosage, drug: inhaler; unknown dosage. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2019-00062. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with bab clear bandages. The consumer used two bandages to cover two small sores on her face. Upon removal, after two days of use, the consumer had a reaction with small square red blister sores in areas that touched the adhesive. After a month, the consumer sought medical treatment and was diagnosed with (B)(6). Her physician stated that the sores on her face where from the consumer picking at them. The consumer self treated with lemon grass, neosporin and rubbing alcohol. Upon diagnosis of (B)(6), her physician prescribed unknown antibiotics. The consumer¿s symptoms have resolved. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2019-00062. The same patient is represented in each medwatch.